Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the pockets were failed and stuck. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini trays were stuck, and the pockets had failed. A field service engineer (fse) inspected drawer 2 and found that several mini cubies were not being detected on the bus. The fse replaced the drawer controller board to resolve the issue. After the replacement, the storage space was recovered and successfully tested using the hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the pockets were failed and stuck. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.